Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was starting a little longer than a month ago the patient (pt) had to recharge the implantable neurostimulator (ins) more frequent. Pt started turning stimulation off at night so they did not have to charge it more than once a day since they were charging it twice a day. When they would turn stimulation off at night the ins would have a full battery but by morning the charge for the ins would be in the red. The patient was redirected to their healthcare provider to further address the issue.

Event description:
The patient (pt) reported they met with a rep and they made some adjustments, and gave pt some pointers on adjusting it themselves to different programs for better results. Patient got a new paddle and it does much better now, and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.